Manufacturer narrative:
Initial and final MDR (B)(4). - MDR device 2 of 5. E1: patient city - (B)(6). Patient country : (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that patient faced five infusion sets fell off events during use on 11-june-2024. The infusion set was in use for 1 day and half. No further information available.